Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on august 12, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to function as intended as it relates to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The company service representative examined the system and was unable to replicate or confirm the reported event. The company service representative noted that system message (sm) - [the lamp in the table top illuminator needs to be replaced. Please contact field service] and sm - [failure to turn lamp on: lamp needs to be replaced. Please contact field service] were found in the system event log. Unrelated to the reported event of lamp not working, the company service representative found sm - [lamp louver failure: unable to move to home position. Right port will be disabled]. The illuminator module was replaced. A review of the system¿s event log for the date of september 28, 2015 did not reveal any nonconformity related to the table top illuminator lamp not working; the event log showed no abnormal activity. The system was then tested and met all product specifications. The system was manufactured on august 12, 2014. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator and xenon lamp were received and a visual assessment of the returned illuminator revealed no obvious nonconformity; however, the xenon lamp was found to be tight fitting and was precluded from functional testing for safety concerns. A known good xenon lamp was installed into the returned illuminator and the module was then installed into a calibrated constellation system. Testing found the sample to meet specifications. Root cause the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported prior to a surgical procedure there was alighting defect with the table top illuminator. The case was started and completed using an auxiliary lamp. The was no patient involvement.